Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.8; 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.8, 2nd inr: 2.5, mean: 2.15, sd: 0.49, %cv: 23.02. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Previous investigation on strip lot #234130 revealed that precision criteria was met. Precision was calculated from accuracy test and %cv of donor 1 was 2.93. No further investigation required. Per general description of complaint, pt was using the same fingerstick. Improper sampling technique could have contributed to inaccurate inr test results. As reviewed on 11/10/2010, forty-seven discrepant result complaints were reported for lot #234130, yielding a complaint rate of 0.042%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.